Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 21.8 cm, 22.4 cm, and at 22.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction.